Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the screen of the programmer suddenly turned off and started giving off a burnt smell. The power was turned back on with no progress. No adverse patient effects were reported. The programmer will be return for repair/analysis.